Event description:
Information received notes that intermittent atrial sensing was observed. The p-wave amplitude measured at 0.5mv. The patient's last annual check gave a measured p-wave amplitude of 1.0mv, and at implant, the p-wave amplitude was 1.2mv. The patient's intrinsic atrial activity was inhibiting pacing about 80% of the time at a rate of about 70 bpm. The atrial sensitivity will remain programmed to 0.5mv.